Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, technical support was consulted regarding varying impedance values and high but in-range defibrillation impedance to a right ventricular lead. Noise was noted from a record of a prior follow up but no intervention was conducted at this time. The patient was stable and will continue to be monitored.